Event description:
A facility reported that 3 pts had lost excess fluid during dialysis on this machine. The excess fluid losses were approx 2.85kg; 1.3kg; and 1kg. Two pts were hypotensive, one required normal saline, the others did not. The treatments were completed. After the third treatment the machine was removed from the treatment area for inspection by the facility bio-med technician, who found a broken uf pump outlet spring. He replaced the spring and verified proper machine operation. The part is not available for inspection by the MFR. The facility confirms the machine has been used for pt treatment without any problems.